Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported complaint was not confirmed. Analysis found no anomalies.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device was returned.